Event description:
It was reported that a patient underwent an unknown tlif procedure at l5-s1 with hardware instrumentation. "The mas screw was inserted in the correct way but the multi axial capability stopped working, and the screw would not move from a fixed angle. It was not possible to load the screw in a straight position."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.